Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported. The customer has received the new central processing unit (cpu) board and was calling for encryption codes. The remote service engineer (rse) provided the customer with the service guide, reviewed the cpu board replacement, went over teraterm, rewriting the serial numbers and power-on hours. The rse reviewed loading options with the customer. The investigation is ongoing.

Manufacturer narrative:
The customer has replaced the central processing unit (cpu) to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
Date of report: 07sep2021.

Event description:
The customer reported diagnostic error primary alarm failure. The patient involvement information is currently unknown but has been requested. No patient harm was reported.